Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a kinked cannula event, which led to elevated blood glucose levels on (B)(6) 2026. The patient received treatment with multiple daily injections (mdi). The infusion set had been in use for seven hours, and the infusion site was located on the abdomen. The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.